Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included missed abortion and obesity. Concomitant products included ibuprofen for fatigue, abdominal pain and migraine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping) / painful cramping"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), migraine ("migraine/ headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal vaginal bleeding"), mood swings ("mood swings") and hyperhidrosis ("excessive sweating") and was found to have cardiac murmur ("heart disorder/condition type: heart murmur"). In (B)(6) 2010, the patient experienced alopecia ("hair loss") and fungal infection ("yeast infection") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced pollakiuria ("bladder problems or changes: frequent urination"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes), date --(B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, alopecia, migraine, nausea, vaginal haemorrhage and cardiac murmur had resolved, the menorrhagia, pollakiuria, vaginal infection, mood swings, hyperhidrosis and fungal infection outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, alopecia, cardiac murmur, dysmenorrhoea, dyspareunia, fatigue, fungal infection, hyperhidrosis, menorrhagia, migraine, mood swings, nausea, pelvic pain, pollakiuria, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia, menorrhagia,heart murmur and yeast infection. Discrepancy noted in date of removal (B)(6) 2013 and (B)(6) 2013. Discrepancy noted in essure confirmation test(s) conducted, specify : she did not undergo an essure confirmation test & pathology test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Pathology test - on (B)(6) 2013: uterus, hysterectomy: -cervix negative for dysplasia and carcinoma. -benign proliferative endometrium, negative for hyperplasia and atypia. -myometrium with adenomyosis. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record- menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: fu 4 & 5 processed together. New events: vaginal bleeding, mood swings, excessive sweating, heart murmur and yeast infection were added. Event badder disorder was updated to frequent urination. Medical history and reporter was added. On 21-nov-2019: no new clinical information. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included heart murmur (plaintiff taking as a treatment bubble study) in (B)(6) 2013, missed abortion and obesity. Concomitant products included ibuprofen for fatigue, abdominal pain and migraine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping) / painful cramping"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), migraine ("migraine/ headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal vaginal bleeding"), mood swings ("mood swings") and hyperhidrosis ("excessive sweating") and was found to have cardiac murmur ("heart disorder/condition type: heart murmur"). In (B)(6) 2010, the patient experienced alopecia ("hair loss") and fungal infection ("yeast infection") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced pollakiuria ("bladder problems or changes: frequent urination"). On an unknown date, the patient experienced vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes), uterus and cervix removed). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, alopecia, migraine, nausea, vaginal haemorrhage and cardiac murmur had resolved, the heavy menstrual bleeding, pollakiuria, vaginal infection, mood swings, hyperhidrosis and fungal infection outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, alopecia, cardiac murmur, dysmenorrhoea, dyspareunia, fatigue, fungal infection, heavy menstrual bleeding, hyperhidrosis, migraine, mood swings, nausea, pelvic pain, pollakiuria, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia, menorrhagia,heart murmur and yeast infection. Discrepancy noted in date of removal (B)(6) 2013. Discrepancy noted in date of insertion (B)(6) 2010. Left 3, right 3 discrepancy noted in essure confirmation test(s) conducted, specify : she did not undergo an essure confirmation test & pathology test product insertion date updated from (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Pathology test on (B)(6) 2013: uterus, hysterectomy: cervix negative for dysplasia and carcinoma. Benign proliferative endometrium, negative for hyperplasia and atypia. Myometrium with adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical records received: reporter information and rcc was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included missed abortion. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, alopecia, migraine, nausea and weight increased had resolved and the menorrhagia, bladder disorder and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia, menorrhagia, diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2013: uterus, hysterectomy: -cervix negative for dysplasia and carcinoma. -benign proliferative endometrium, negative for hyperplasia and atypia. -myometrium with adenomyosis. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record;menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bladder problems, vaginal infection, fatigue, hair loss, migraine, nausea, weight gain and plaintiff did not undergo confirmation test. Outcome of pelvic pain, abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), fatigue, hair loss, migraine, nausea, weight gain were added. Essure insertion date was updated. On (B)(6) 2019: medical record received reporter information, medical history and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.